Manufacturer narrative:
Evaluation of the returned portion of the percutaneous lead confirmed the presence of mechanical damage to the lead. As a result of the damage, the underlying yellow wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of the yellow wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a low flow alarm on the evening of (B)(6) 2015 when she connected the white cable of the power module patient cable to the power module. On the morning of (B)(6) 2015, a red heart alarm was heard while connected to the power module. The patient reported feeling fluttering in her chest, lightheadedness and shortness of breath during these events. The vad coordinator reported reproducing momentary pump stops on (B)(6) 2015 while palpating the percutaneous lead in the bend relief area while the patient was on a grounded power module patient cable. The patient was reportedly stable on battery power. The manufacturer¿s technical services reviewed the provided log file dated (B)(6) 2015 and confirmed elevated power, low speed and low flow events, as well as intermittent pump stops /red heart alarms while tethered on a grounded power module patient cable. It was noted that the events displayed were indicative of a short to shield percutaneous lead issue. On (B)(6) 2015, a percutaneous lead evaluation was performed by technical services. No open wires were found during the phase interrupter/continuity tests. An external percutaneous lead repair was performed due to suspected damage in the bend relief area as noted on an x-ray image. All subsequent tests passed.

Manufacturer narrative:
Approximate age of device - 3 years, 7.5 months. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.